Manufacturer narrative:
Conclusions: device malfunction occurred, but did not cause or contribute to a death or serious injury.

Event description:
Initial rptr indicated that they were having issues with their programming sys with "screen freeze" events addressed in MDR report #: 1644487-2007-02279. The wand was returned for analysis with the programming sys and it was discovered that the serial data cable, which produced communication errors, had an intermittent conductor. A known good bench serial data cable was substituted and all communications errors cleared.